Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. The left common iliac artery was 11 to 12 mm in diameter, moderately tortuous, and non-calcified, while the right common iliac artery was non-tortuous and non-calcified. It was reported that the talent stent graft was implanted without issues, and the limbs were not crossed. However, 1 to 2 days post-operatively, the contralateral limb kinked and clotted off near a bend in the left common iliac artery, and the pt was symptomatic. The physician elected to intervene by ballooning the limb, followed by implanting an aneurx limb without issues to successfully resolve the occlusion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: graft occlusion. Moderate vessel tortuosity. Conclusions: moderate vessel tortuosity.